Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the motor had seized, jammed, and was heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that it was observed that the battery oscillator handpiece device speed was going faster or slower when it was started. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the date returned to manufacturer was inadvertently reported as apr 12, 2017 in the previous medwatch report. The correct date is may 18, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation update: please note that in addition to the failures included in the previous supplemental report, additional failures have been added. Upon further investigation, it was noted that the device coupling tool side was out of specification. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling assessment. This information does not change the assignable root cause of normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was documented in the previous medwatch that the root cause of the coupling tool side out of specification, and failed pre-repair diagnostic tests for saw blade coupling assessment were determined to be due to wear from normal use and servicing over time. Upon further investigation, it was determined that the root cause was determined to be due construction/design false, defective. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.